Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the dentist evaluation concurred the aligner treatment should be discontinued since the aligners may have contributed to tooth, chipping, and ineffective treatment, since the spacing and crowding of the teeth have not improved.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.